Manufacturer narrative:
(B)(4): oste investigation results: since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer. The product was sold on: (B)(4) 2019. Analysis: the issues reported by the customer and service department are partly evaluated as plausible. According to the event description, the affected generator displays error e433. The service department finds this error in the error log but cannot reproduce it. It assumed that the generator board causes this error; however, since this error seems to be temporary, this is not the correct measure. Pqi_100-169-441 was issued on this topic on 28.02.2020. The customer also reports error message e091. This error is neither found in the error log, nor can it be reproduced by the service department. Additionally, the service department identifies error message e460 in the error log. This error cannot be reproduced during inspection. Cause: e433: the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes for a temporary error message are: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Please note: the generator board shall only be replaced when the error is permanent and can be traced back to this component. If the error is temporary or cannot be reproduced at all, a replacement of this board effective (not even as precautional measure). E091: error message e091 is triggered when the supply voltage of the spark monitor does not reach the designated value. Our r&d department provided the following information on error e091: ¿it is possible, that in some critical hardware configurations the ramp up of the spark monitor power supply is slightly slower. If the voltage has not reached the expected value at the defined test time, the system reports error e091 although the voltage reaches its specified value a few milliseconds later and the spark monitor is ready to run. The deviation of the ramp up time depends on several parameters, such as mains supply, internal delays, [...] Root cause for the reported error is the generator board.¿ when the error message occurs temporarily, no further actions are necessary. When the error is permanent, the generator board shall be replaced, according to the service manual. For this error message, a user error can very likely be excluded. E460: similar to error e433, error e460 is triggered by a voltage measurement at the tvs diodes on the relay board. Since the error message is temporary in this case, one possible cause might be a disturbance of the esg-400 generator due to scattered electromagnetic interfering fields. When the error message occurs temporarily, no further actions are necessary. When the error is permanent, the device shall be inspected from a technical point of view. These components shall be checked in another esg-400 generator in the following order and then be replaced, if necessary: relay board, generator board, hvps board, motherboard. For this error message, a user error can very likely be excluded. Risk analysis: the risk to patients, users, and/or third parties associated with all reported error is rated as alra (as low as reasonably achievable). Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Clinical assessment: since a complete and valid risk assessment is available for the reported errors, a clinical assessment is not required. No risk documents need to be updated. Investigation level: e433: for the described error, investigation level tier 2 is reported. Oste-hh confirms this investigation level. E091 / e460: no investigation levels are reported by the s-bc. Oste-hh has rated these errors to be tier level 3. Thus, the global investigation level was rated as tier 2. DHR-review: a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. CAPA-screening: at oste, there is no CAPA associated with this product with respect to the described issues. Countermeasures: e433: product quality information pqi_100-169-441 has been issued for this error pattern. E091 / e460: there are no countermeasures necessary because these errors cannot be reproduced, the device is evaluated to meet its specification, and the associated risk is rated as alra (as low as reasonably achievable). Oste will monitor the occurrence rate in the context of our quality management system. If necessary, oste will take action in the future. Containment actions: there are no containment actions necessary because the associated risk is rated as alra (as low as reasonably achievable). Commercial decision: since this is an info complaint, a commercial decision is not involved.

Event description:
Olympus (oekg) was informed via service inquiry that the customer electro-surgical generator unit had error e433 and e091. The customer reported event was found at inspection before use. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture error e433 malfunction.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.